Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were stretched, overlapping and bent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were defective. No patient complications were reported.

Manufacturer narrative:
(B)(4) device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were defective. No patient complications were reported.